Manufacturer narrative:
Zimvie complaint number cmp-(B)(4). The following fields have been updated: b3. Date of event b4: date of this report b5: describe event or problem d4: additional device information d9: device availability g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h4: device manufacturer date h6: adverse event problem h10: additional narrative zimvie received one (1) tsv4b10, (implant, tapered screw-vent, 4.1mm collar, sbm, 10 mm l) for evaluation. Visual evaluation was performed. Returned implant shows signs of wear/use, however, no damage that would cause or contribute to the event was identified. Measurements match drawing. DHR review was completed for the subject lot number 1272956. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1272956 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : medical : other. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was possibly user caused. Therefore, based on the available information, a device malfunction did not occur. The implant was inspected, and no malfunction detected that would cause or contribute to the event. The reported event was non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported loss of sensitivity remaining two weeks after implant placement and the implant was removed. Tooth#35. Paresthesia was reported as a result of the event. Procedure not completed.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight: unknown / not provided.